Manufacturer narrative:
G5. Multiple PMA / 510(k)#: k020322, k021954, k023273, k023301, k024152, k030677, k031306, k031679, k031679, k032131, k033784, k033907, k040006, k040106, k040716, k050089, k050555, k051689, k053241, k060214, k060217, k060218, k060493, k070809, k082538, k082852, and k131331. Investigation summary: this complaint is for misidentification of methicillin resistant staphylococcus aureus as staphylococcus epidermidis when using phoenix panel pmic/ID-107 (catalog number 448607) batch number 4008769. The customer provided panel returns, isolates, phoenix generated lab reports and binary files for the investigation. The lab reports show identifications of staphylococcus epidermidis when using the complaint batch. The isolates were verified on a bruker maldi biotyper and labeled as s. Aureus upmc-1, s. Aureus upmc-2, and s. Aureus upmc-3. Retention samples of complaint batch 4008769 were unavailable for testing and a comparable batch was used. To investigate, customer returned panels of the complaint batch were inoculated with customer returned isolates s. Aureus upmc-1, s. Aureus upmc-2, and s. Aureus upmc-3 and placed in a phoenix m50 to evaluate for identification results. Next, retention panels from the comparable batch and control panels were tested using customer returned isolates s. Aureus upmc-1, s. Aureus upmc-2, and s. Aureus upmc-3 and placed in a phoenix m50 to evaluate for identification results. Last, control panels from the same material but different batch were inoculated with methicillin resistant in-house isolates s. Aureus pos 11872 and s. Aureus pos 11873 and placed in a phoenix m50 to evaluate for identification results. All panels (customer returned and retention) tested with the customer returned s. Aureus isolates (upmc-1, upmc-2, upmc-3) identified incorrectly as s. Epidermidis. The retention and control panels tested with in house s. Aureus isolates (pos 11872 and pos 11873) identified correctly as s. Aureus. This complaint is confirmed for misidentification of s. Aureus. This MDR is being submitted as part of a retrospective review of records dating april 2023-2025, under CAPA 11910483.

Event description:
It was reported while using bd phoenix¿ pmic/ID-107, a patient sample was incorrectly identified. There was no report of patient impact.